Manufacturer narrative:
Date sent: 02/06/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The cartridge moved forward out of the anvil when removing from the appendix. Another device was used to complete the case. There was no adverse consequence to the pt.